Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the unspecified bd¿ syringe 3cc the needle would not retract. The following information was provided by the initial reporter: "customer stated that the needle would not retract, and this would happen 1 out of every 50 retractable syringes (3 cc). This occurred back in 2014. The customer stated that they used these syringes to give patients b12 injections. No blood spilled on the customer or the patient."